Event description:
It was reported that the reagent information for one test name was assigned to a different test name. Results were not reported. There were no patient injuries associated with this report.

Manufacturer narrative:
The investigation indicated the software was performing as designed. However, the software allows the user to edit or change the reagent associated with the test. Corrective action: the manufacturer will be evaluating a response tothis issue. Until a response can be evaluated, a precaution statement will be added to the user's manual and the training manual to alert the operator to this possibility. The statement will affect the au2700, au640, and the au400 analyzers.